Manufacturer narrative:
Once the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
It was reported that the patient could not breath because her device was not working and not producing any oxygen. She was taken to the ER and admitted to the hospital. She stayed for 4 days where they gave her supplemental oxygen, breathing treatment, antibiotics and other medicine she said.

Manufacturer narrative:
The device was returned for evaluation on apr 14, 2025. The unit came in for oxygen error. The complaint was confirmed with data log. The complaint was confirmed that no trouble found. Ran the unit for 24 hours - no errors popped up or recorded on the data log. The unit is working well and within specification. There are no accessories received with the unit.